Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. In addition, the following non-reportable malfunctions were found during the device evaluation; water tightness was lost due to a pinhole in the bending section cover, bending section cover had a chip, the bending angle in up direction does not meet the standard value due to a worn angle wire, the channel tube was damaged, the adhesive around the objective lens was corroded, the light guide lens was discolored, and the connecting tube was dented. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer originally returned his olympus tracheal intubation fiberscope due to an air/water leakage issue. There was no report of patient harm due to the above event. During the device evaluation, it was discovered that the coating material was peeling off the subject device. This report is being submitted to capture the peeling coating material confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. An air leakage was noted during the device evaluation. Additionally, as noted in b5, the insertion guide¿s coating material was found peeling off the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.